Event description:
Biomedical responded to various anesthesia machine calls stating that the key pad control bar was unresponsive, monitor would reset when installing parameters modules or that remote monitors would shut off during case, the anesthesia machine would exhibit abnormal functions prior and during cases that would require biomedical intervention. After troubleshooting fault, biomedical noted electrical arcing marks on a +32 volt output pin on the 25 pin module interface pcb connection plug. The MFR's fse determined that module interface pcb could have been out of alignment causing the +32 volt pin to touch the grounded shell of module interface connector. Biomedical informed user to fully insert module and not to slam or force into module enclosure. Biomedical to continue monitoring this and other similar failures concerning this module interfacing system.